Event description:
Healthcare professional (hcp) reported a patient was injected in the lips with juvéderm volbella® xc and in the nasolabial folds, marionette lines and upper lip lines with juvéderm vollure¿ xc. Approximately three months post injections, patient experienced ¿a granuloma in the upper lip region.¿ biopsy was not provided. Three days later, patient was treated with prednisone. Event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00451 (allergan complaint #pr (B)(4). This MDR is being submitted for the first suspect product, juvéderm volbella® xc.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information clarify that patient was treated with helenex injection 18 days after symptoms appeared.

Manufacturer narrative:
Clarification to h6: the syringe has been discarded.